Event description:
It was reported that during a post operative device check this cardiac resynchronization therapy defibrillator (crt-d) had multiple non-sustained ventricular tachycardia (nsvt) episodes and one anti-tachycardia pacing (atp) episode recorded due to noise. It was discovered that the device was not placed into electrocautery protection mode before the non-device related surgical procedure. The device remains in service and no adverse patient effects were reported.